Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire was found bent prior to use on patient.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two photos for analysis. The photos show the guide wire within its advancer. The distal end of the guide wire was kinked; however, the straightening tube and guide wire cap were not pictured. The complaint of guide wire kinked was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the guidewire was found bent prior to use on patient.